Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 331 mg/dl. Programming was checked and the alarm history showed a motor error alarm followed by a no delivery alarm. Troubleshooting was performed and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.